Event description:
It was reported that a vns patient was going to have their generator replaced for ifi yes. A review of the generator's device history record (DHR) revealed that the voltage measurement calibration test or "trim diagvbat" value was near the lower end of the specification (2.285 v, tolerance 2.25 v to 2.75 v). "Trim diagvbat" is essentially a calibration test performed during post burn-in testing used to evaluate the pcbas ability to measure voltage in conjunction with assigned trim values. Additional investigation has identified that the cause of this unexpected behavior (eg, extended performance at voltages representative of the last 20% of battery capacity) is the result of the voltage measurement inaccuracy of the generator. Their explanted generator was returned for analysis. The generator was found to be at vbat<eos with pulse disabled. An end-of-service warning message was verified in the lab and found to be associated with the output being disabled by the pulse generator. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within specification. The data in the "diagaccumconsumed" memory locations revealed that (B)(4) of the battery had been consumed. The battery voltage value stored within the generator 2.799 as measured during completion of test parameter suggests the device is at an ifi condition and the battery is partially depleted. A review of the internal memory locations within the generator suggests the existence of an error in calculating the device's battery voltage. Due to the presence of a manufacturing test system software issue and the near end of life condition of the relay utilized during the voltage measurement calibration of the generators printed circuit board assembly (pcba), the generator was inaccurately calibrated to measure battery voltage during the production of the device. As a result of this inaccuracy the voltage measurements performed by the generator are lower than the actual voltage of the battery.

Manufacturer narrative:
Analysis of programming history.